Event description:
It was reported the work station smart power switch board was defective. The fse noted the system was unable to boot up due to this issue. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The smart power switch board was replaced during the service call. The system was tested and found to be working as intended and put back into service.